Event description:
During surgery to insert a orthopedic screw, the driver was difficult to remove from the screw head. During the insertion of another screw, the surgeon was not able to remove a second driver from the screw head after tightening the screw. While trying to remove the driver from the screw, the driver tip broke off in the screw head. The broken driver tip was left in the screw head in the patient.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2015-00076: driver #1; 3025141-2015-00077: driver #2.